Event description:
It was reported that there was difficulty aspirating and injecting into the pump's reservoir. Using fluoroscopy, it was seen that the needle would go in, but nothing could be aspirated. The physician also attempted to inject saline into the reservoir, but was unable to. It was stated that 'it was just like hitting a brick wall.' It was also noted that the patient's spasticity had 'picked up a bit' in the week prior to report, particularly at night. Later that day, it was reported that four refill kits had been used unsuccessfully. The physician was finally able to aspirate by removing the filter from the syringe. It was noted that 15ml were in the reservoir when only 10ml were expected. Six days after that, it was reported that the issue was with the filter that came in the refill kit. The refill was successful once the 'filter valve,' which is placed at the end of the syringe, was replaced. It was reported that the aspiration issue was not due to the pump. The drugs used in this system were baclofen and bupivacaine.

Manufacturer narrative:
Concomitant products: product ID 8731, serial# (B)(4), implanted: (B)(6) 2005, product type catheter; product ID 8555, product type accessory. (B)(4).

Event description:
Additional information revealed there were several "issues" during the pump refill. The refill kit tubing did not allow aspiration. It was said the valves seemed to be "over pressurized." The refill was possible after several different alternate methods were attempted. There was no volume discrepancy. It was said, the issues were attributed to shipping. The patient was receiving effective therapy and did not have further issues.

Manufacturer narrative:
(B)(4).